Event description:
Attempts to obtain additional information regarding the resolution and part return for investigation were unsuccessful.

Event description:
It was reported by a dealer field engineer that metal particles were noted at the bottom of the machine. No injury reported. After review of the issue by technical support it was recommended that the vta assembly be replaced